Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that the patient implanted with this device reported beeping tones. The patient was to have the device checked. It was reported to technical services (ts) that the device was at nominal settings with no therapy delivered. The most recent battery voltage measurement was 2.84 volts, with a charge time measurement of 8.8 seconds. The patient reported that a device replacement procedure was scheduled due to battery depletion. The patient reported that he expected the device to last seven or more years, as this was reported to him when the device was initially implanted. Ts discussed that longevity could depend on how the device was programmed and outputs over life of device. Ts encourage the patient to discuss this with their physician. A procedure was performed approximately one month later and the device was explanted due to normal battery depletion, with no comments or allegations from the sales representative or physician.